Manufacturer narrative:
Device is being sent to tyco healthcare's failure investigation department located in nancy. The device has not been received to date in another country. Additional information will be provided when available.

Event description:
Customer reported black dust.